Manufacturer narrative:
(B)(4). The customer reported a patient death occurred and did not provide any further details. Philips has not confirmed if the monitor contributed to the issue and in addition it is not yet confirmed that the monitor worked as specified. Based on the customer allegation, philips is reporting this in abundant caution. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a patient death occurred.